Event description:
It was reported that during a system upgrade the physician was unable to place the left ventricular (lv) lead due to the patients anatomy. No lv lead was implanted. The physician also had difficulty with the right ventricular (rv) lead which was bent while trying to place the lead into the introducer sheath. Once implanted, the lead demonstrated low impedance levels and it was decided to remove and replace the rv lead for a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.